Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3777-75, serial# (B)(4), implanted: (B)(6)2012, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation along with a burning sensation. The patient also mentioned a ¿periodic¿ cooling sensation at the device site. The patient stated that the ¿other day¿ she was outside when it ¿sprinkled a little¿ and she felt a cold sensation at the device site but when she checked, that area was not wet. There was no known accident or incident related to this event and she noticed this ¿about four to five days ago.¿ the patient had an electrocardiogram (eeg) ¿about two days ago¿ but noticed the shocking before the test. The patient had not turned the device off as the pain was too bad without stimulation. The patient noticed the shocking more when she walked and that it seemed to be coming from the battery back and radiating down to her lower buttock. The patient noted that this occurred intermittently but it seemed to be occurring more frequently. The patient had not switched programs or turned stimulation off to determine if the burning or shocking goes away. The patient did not have an appointment with her health care provider (hcp) until (B)(6) 2013 but planned on calling them ¿on monday.¿ additional information was requested, but was not available as of the date of this report.